Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 4 in closed original packaging are received. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. (B)(4) units were manufactured and distributed. The units received were checked visually, samples were sealed in its original packaging; these (B)(4) units plus one to be had in stock, for armed resistance test, which was evident that two of the samples received, do not meet the requirements for this type of suture. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Based on the analysis performed, the claim as "justified" is identified as it is evident that two of the units received do not meet the OEM requirements. Final conclusion: complaint is justified. Actions: production quality department will be made aware of incidence, in order to inform those involved in the production process. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). By manipulating the needle out of the package this needle is disassembled. Needle detachment.